Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available shock impedance trend curve covered a recording period between 29th of january 2020 and 24th of september 2020. The base impedance was around 100 and 130 ohms with single outliers to greater than 150 ohms as reported in the complaint description. As the base impedance was relatively high and no other electrical peculiarities were evident in the provided data, there is no indication for a lead malfunction. Further tests would be necessary to ensure the lead integrity. Should additional information become available for analysis, the investigation will be updated.

Event description:
It was reported that 45 months after the implantation the lead was capped due to high shock impedances.